Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to shortness of breath and intermittent left ventricular (lv) lead loss of capture was observed. It was noted to be a 'known issue' and the lv lead was going to be revised at the end of the month. The lv lead remains in use. No further patient complications have been reported as a result of this event.